Manufacturer narrative:
The device was returned for analysis. Distal end had a slight left bent curve. Ring 1 distal seal was damaged with rust color under the seal and under the distal edge of the electrode. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Device went through multiple ablation/agitation cycles. No temperature, tracking, recognition, or communication issues were observed.

Event description:
Reportable based on device analysis completed on 18oct2019. It was reported that there was a loss of connection to the generator. During an ablation procedure for treating atrial fibrillation (af), the starting temperature on a intellanav mifi open-irrigated catheter read 60 degrees celsius. A second intellanav mifi open-irrigated catheter was used and loss of connection between the catheter and the generator occurred after each ablation. The catheter was exchanged, and the procedure was completed successfully with no serious injuries or adverse patient effects. Device analysis revealed a damaged ring 1 seal and evidence of fluid ingress.